Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 1620 est that there were concerns with the central lumen one hour after insertion. The rn confirmed that the pt was being supported appropriately on the pump utilizing the fiberoptix sensor (fos) and it had been zeroed prior to insertion. The central lumen was very difficult to draw back and get blood return. The rn was asking what they should do as the pt was awaiting transport to another hospital. The css explained that if the pt needs to transport immediately, the rn can alert the transport company and the hospital that the central lumen is possibly clotted/obstructed and should not be utilized. The rn verbalized understanding and had no further questions. At 1631 est the rn called the hotline back and asked to send a strip for the css to look at prior to the transport. After receiving the strip, the css called the rn back and told the rn it looks appropriate. The rn had no further questions and was going to proceed with the pt transport. As a result, the issue was resolved by utilizing the fos. The intra-aortic balloon (iab) was inserted via femoral with no issues. No report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome was unchanged and alive. Add'l info received on (B)(6) 2012, from the sales rep stated the pt was transferred successfully to the cardiac care unit. As a result of the possible occluded central lumen, the iab was removed successfully. A new iab was inserted with no issues. The iab was scheduled to be discontinued today. The pt is okay. It was not known if the same insertion site was used.

Manufacturer narrative:
Sample will not be returned for eval.